Manufacturer narrative:
The device alarmed unexpected after battery change due to faulty connector on interface board. The act, esc and up arrow buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump had cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of unexpected restart alarm. The customer's blood glucose level was 15 mmol/l at the time of the incident. The customer stated that the alarm kept going off. No temporary basal was programmed at the time. The product was returned for analysis.